Event description:
"Dealer states that the chair locked up on the customer in the middle of an intersection. She had to have someone push her out of the street. They got the chair home and the issue happened several more times in her home. Dealer ordered a left motor per technical service and issue is still happening. Troubleshoot with the dealer and found that the batteries are very bad in the chair and over 2 years old. Dealer is replacing the batteries to resolve the issue. Dealer will be returning the motor with no restocking fee due to wrong decision."

Manufacturer narrative:
No RMA has been initiated for this event. Model tdxsi-2, serial number/date (B)(4) is approximately 2 years of age. The owner's manual part number 1154294, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that during troubleshooting, the dealer found that the batteries in the chair were over 2 years old and needed replacement.